Event description:
An orsiro drug-eluting stent system was selected for treatment. The device was delivered to the mildly tortuous lad, but it did not pass the proximal part of the lesion. A second attempt was made, but it did not pass again. Another stent was used, and the placement was successful.

Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU states not to re-insert the orsiro stent system as the stent and/or the delivery system may have been damaged during the initial attempt to cross the lesion or during withdrawal.